Manufacturer narrative:
Product event summary #ipg pli 10: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function-bladder because the patient reported that the frequency was out of control. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ins is inconclusive because the cause and resolution of the event are unknown. Programmer pli 30: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The programmer was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the programmer is inconclusive because the patient has a new programmer and continues to have the same issue so no resolution is known. Concomitant products: product ID: 3889-28, lot# j0437280v, implanted: (B)(6) 2004, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(6). (B)(4).

Event description:
It was reported that the patient programmer would not make an adjustment with or without the antenna attached. The patient noted that she had reported this previously and was sent a new programmer. The patient knew it was not working correctly. The patient also had a loss of therapeutic effect that began in (B)(6). The patient¿s frequency was ¿out of control.¿ it was later reported that the patient¿s healthcare professional last saw the patient on (B)(6) 2012 and the patient had an appointment scheduled for (B)(6) 2014. Additional information received reported that the patient had rescheduled her (B)(6) 2014.